Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the foreign object inside channel the most probable cause of the compliant was not established and for the chip glue on objective lens and light guide lens the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing, the service center identified the device had foreign object inside channel and chip glue on objective and light guide lens. The channel and objective and light guide lens was replaced. There was no patient involvement.